Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin on demand transmission. It was seen that the right atrial lead was undersensing. During an in-person appointment, they interrogated the device and adjusted the atrial sensitivity as necessary. The changes did correct the issue for the present time. The patient was reported stable.